Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es pharmacy orders delayed due to server slowness. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number was not provided for the pyxis medstation. Upon investigation of the actual device used in this incident, it was determined that the device delayed pharmacy orders due to server slowness. A technical support specialist in collaborate with information technology team from healthcare, performed a physical reboot of the pyxis server to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.